Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a backup alarm failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 07 may19. MFR received date 17 apr 19. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.